Manufacturer narrative:
Continuation of d10: product ID: 977a260; serial#: (B)(6); implanted: (B)(6) 2025; product type: lead. Product ID: 977a260; serial#: (B)(6); implanted: (B)(6) 2025; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 09-oct-2028, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 09-oct-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). The patient reported feeling a new, extreme pain at 0.4 and lower ma. Patient is being put on antibiotics/steroids to decrease inflammation. A potential cerebral spinal fluid (csf) leak was noted, but the rep noted they would have bad impedances with a csf leak, which they do not. Explant is possible if the patient does not get relief, or if the inflammation does not resolve. The symptoms are attributed to the lead and ins. The cause is unknown, and the issue is ongoing. The rep noted they would submit any new information that becomes available.